Manufacturer narrative:
Concomitant products: product ID 8709, lot # l67850, implanted: (B)(6) 1999, product type catheter; product ID 863740, serial # (B)(4), product type pump. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the 8709 catheter revealed no significant anomaly found; the catheter was returned in segments.

Event description:
It was reported that following a pump replacement on (B)(6) 2013, the patient experienced severe baclofen withdrawal and was admitted to the intensive care unit (ICU). The patient experienced symptoms of altered mental status, fever and spasms. There was a suspected catheter kink. An x-ray and reprogramming of the pump were performed and the patient was taken to the operating room (or) for exploration of the catheter connection. It was later reported that the patient was doing well after the catheter revision. The patient was out of withdrawal and out of the ICU. The device system delivered lioresal. It was later reported that the patient had return of spasticity. The patient was taken to the o.r. On (B)(6) 2013 and it was noted that the pump pocket was filled with fluid. A small cut was noted in the catheter tubing and the catheter was repaired. The patient recovered 24 hours later.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.